Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported faulty high frequency cable could not definitively be determined, however, the issue was likely the result of age-related wear and repeated extreme bending or tensile loads, leading to breakage of a single or all the wires in the cable, causing a voltage spike at the damaged area when the generator was activated and resulting in a spark and complete disconnection of the plug. Additionally, it is likely that the cable was used for longer than the specified 12 months service life. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the electrical connection cable sparked and caught on fire. The issue occurred during an unknown procedure. There were no reports of patient harm or injury.